Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: (B)(6). Sent to depot. Deep cleaned pump. Air in line alarm confirmed on known good cassette. Emailed (B)(4) and ivenix support for log file review. Preliminary investigation: sensor hardware failure (downstream air sensor) pump will be repaired by (B)(6) service team. No pump return. Ball bearing on flag board stuck when pushed. Replace flag board. Visual inspection - pass. Verfied proper functionality of valve pins and loading guides. Ran functional check on primary- 250ml/hr with a volume of 25ml - passed with no issues. Ran functional check on secondary- 250ml/hr with a volume of 25ml - passed with no issues. Upstream occlusion - pass. Downstream occlusion - pass. No other problems found. Pump placed in bring up mode and sent to the test line. Failed test 5. Replaced resistor motor. Re homed and greased resistor motor. Sent back to test line. Pass all stations of the test line front housing â" final acceptance. Failed heratherm pump problem pulled logs and sent for review. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing â" final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and 05/01/2026. Failed heratherm pump problem send back for log file review and investigation. Sent logs to ivenix support for analysis (B)(6) 2026 ~ 13:50 (B)(6). Mechanical hardware failure (av sticky valve) issue. Cleaned again and sent back to heatherm. Loaded into heratherm @ 16:00 and 05/21/2026. Failed heratherm pump problem send back for log file review and investigation. Logs reviewed at (B)(6). Preliminary investigation: valve 2. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing â" final acceptance. Provisioned pump to 08 server sent to heratherm. 24 hour dwell - complete. Lvp burn-in test â" pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Software update complete. Neumatics were replaced by (B)(6). The pump was able to pass all testing and has been returned to customer use. A preliminary review of the logs identified the following issue: undefined pneumatic system component failure. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.